Event description:
This was a diagnostic case. The pt was not obese had some calcification, but no tortuosity of the vessels was noted. The pt's vasculature might have been compromised due to treatment for recurrent breast cancer. The procedure was completed as planned w/o issue however, within a couple of hrs following completion, the pt's leg felt cold. The pt was brought back to the cath lab that afternoon for contralateral access, which revealed a spiral dissection of the right sfa with total occlusion. The dissection was located below and lateral to the access site. The physician attempted to repair the dissection with angiojet to remove the clot and placed a profusion balloon to infuse anti-clotting medication. A stent was place the following day and flow was re-established; pulses returned. The physician believes that the initial diagnostic procedure may have lifted a plaque and caused the dissection. The pt spent extra time in hospital due to low hemoglobin and hematocrit attributed to anemia. The pt also required extra hydration due to contrast induced nephropathy.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. However, review of images rec'd confirmed that a dissection occurred. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed and based on available info, there is no indication that the IFU was not followed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. Although the physician stated that the initial diagnostic procedure might have lifted a plaque and caused the dissection, the root cause, based on available info, is unk as it cannot be definitely determined.